Event description:
During device check, the autopulse platform (sn (B)(4) displays user advisory (ua) 02 (compression tracking error). The customer adjusted the manikin and pulled up the lifeband to reset, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displays user advisory (ua) 02 (compression tracking error)" was confirmed during the preliminary functional testing performed at zoll thailand. A visual inspection found no apparent physical damage to the autopulse platform. Zoll thailand does not have the ability to download the platform's archive data. A further technical investigation will be performed at zoll malaysia service depot to determine the root cause of the ua02 advisory message. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The autopulse platform (sn (B)(6) was returned to zoll malaysia for an in-depth investigation, following the preliminary functional testing performed at zoll thailand. The reported complaint that "the autopulse platform (sn (B)(6) displays user advisory (ua) 02 (compression tracking error)" was confirmed during both archive data review and functional testing at zoll malaysia. The root cause of the ua02 was the malfunctioning drivetrain motor due to failed component(s), likely attributed to aging, wear and tear. The autopulse platform was manufactured in february 2017 and is almost 6 years old, has exceeded its expected service life of 5 years. Visual inspection was performed and found no physical damage to the autopulse platform. The archive data review showed multiple ua02 advisory messages around and on the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse was powered up but failed to deliver compressions as the platform displayed a ua02 advisory message, confirming the reported complaint. User advisory 02 occurs when the load sensors do not sense the expected increase in load after the driveshaft rotates and shortens/tightens the lifeband (to perform compressions). The load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. Further troubleshooting determined that the root cause of the reported ua02 advisory message was due to failed component(s) of the drivetrain motor, which needs to be replaced to remedy the fault. During further inspection, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the customer's reported complaint. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. This noted issue will be resolved by replacing the drivetrain motor assembly including the clutch. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).